Event description:
Essure - severe cramping, bleeding, headaches, night sweats, abnormal cycles, ovarian cysts rupturing, exhaustion, depression, lack of sex drive and temper. Have explained many times to my dr. She says it's just endometriosis, but will not diagnose on paper. I have been in the ER two times and they cannot find any problems. I have asked for a hysterectomy to make sure the device is removed and have been denied. Prescribed birth control pills to help with cycles, bleeding and cramps. Not working!